Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that two syringe 0.5 ml 8 mm 90 bx 450 mo have been found damaged and experiencing leakage during use. The following has been provided by the initial reporter: it was reported that 2 insulin is running down from needle onto skin during the injection. Verbatim: issue: consumer reported insulin running down from the needle on skin sight during the injection. He clarified and stated insulin came out during the injection. Sample available-2. Item#328290. Lot#8162537 a. Manufactured date-2018-07. Expiration 2023-06-30. Consumer always uses the new syringes for his injection.

Manufacturer narrative:
H.6. Investigation summary: customer returned two (2) loose 31g x 8mm, 0.5ml bd insulin syringes from lot 8162537. Consumer reported insulin running down from the needle on skin sight during the injection. He clarified and stated insulin came out during the injection. The two returned samples were examined, then tested for flow using water: both samples were able to draw and expel water properly, and no leakage was observed during the flow test. As no evidence of manufacturing defects was observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 8162537. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that two syringe 0.5ml 8mm 90 bx 450 mo have been found damaged and experiencing leakage during use. The following has been provided by the initial reporter: it was reported that 2 insulin is running down from needle onto skin during the injection. Verbatim: issue: consumer reported insulin running down from the needle on skin sight during the injection. He clarified and stated insulin came out during the injection. Sample available-2. Item#328290. Lot#8162537 a. Manufactured date-2018-07. Expiration 2023-06-30. Consumer always uses the new syringes for his injection.